Event description:
On 8/25/92 at park manaor health care center a 92-year-old white female who died in her bed as a result of apparently attempting to get out of her bed with a vest restraint on. The incident was investigated by the staff medical director, the city medical examiner, and the state medical examiner. It was determined that the cause of death was accidental traumatic asphyxiation caused by a vest restraintdevice not labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.